Manufacturer narrative:
Correction: this report is to retract 2017865-2021-32584, submitted on 5 oct 2021. This report was submitted erroneously. Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Correction: h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net, it was observed the patient's pacemaker was oversensing noise. The noise was reproduced in the clinic. The clinic elected to monitor the lead. The patient experienced no symptoms related to this event.